Manufacturer narrative:
A ge service representative performed an on site investigation. The insulated gate bipolar transistor and a fuse were replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed a low kilovolts error code message. No report of patient injury.